Event description:
It was reported that perforation, hematoma occurred and procedure was cancelled. During the procedure of pulmonary vein isolation, versacross connect access solution for faradrive was selected for use. It was mentioned that transseptal puncture was successful on the second attempt using versacross connect faradrive. When rf was delivered and wire was advanced, it seemed to not take its usual trajectory across and into the left atrium. Wire was not able to be fully advanced so repositioning was preferred. After couple of minutes in the left atrium, aortic hematoma was noted on transoesophageal echocardiogram (toe). Patient was stable throughout, protamine given to decrease act and slow down potential bleed. The procedure was cancelled to prevent any further injury and the patient as transferred to ICU for monitoring. CT to be performed following day of the procedure. There was no difficult patient anatomy that may have caused difficulty with the tsp workflow. Physician commented the following day that the patient was doing well, plan was to keep him in over the weekend and discharge (B)(6) may. No difficulty with the imaging. Tsp was successful withe the second attempt.